Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. Additional information indicated that the lv lead was placed adequately and there was only one vessel. However, after a month the lead did not move but thresholds worsened. The physician tried to push the lead out further with no success. Moreover, this lv lead was explanted. No additional adverse patient effects reported.